Manufacturer narrative:
The investigation summary indicates that: the case documentation was reviewed. On the pictures on the first four (4) pages are two broken nails visible, both nails are no synthes products, but the quality of the pictures is too low to identify the manufacturer of the devices. While theses nails are no synthes product, the broken nails on the x-rays seems to be pfna nails, therefore the complaint is confirmed. A dcrm review was performed and it was found that this complaint is adequately addressed by the risk assessment. Product was not returned and no part and lot number was provided, therefore no further investigation is possible. Based on the information available and without material no root cause can be defined, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly, various patients were involved during multiple cases. Patient information was not provided for reporting for all involved patient. One of the patient involved ID: (B)(6), sex: female. This report is for eighteen (18) unknown pfna nails. Part#, lot# and UDI # is not available. Dates of implant/explant are unknown. One of the patient involved implant date: (B)(6) 2011, explant date: (B)(6) 2012. Device is not expected to be returned for manufacturer review/investigation. (B)(6) . This report is for eighteen (18) unknown pfna nails. PMA/510(k) number is not available. (B)(4) . Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the (B)(6), a powerpoint presentation was shown with 18 post-operative broken nails. The surgeon collected the information about the broken proximal femoral nail antirotation (pfna) cases since 2013. Of the 18 cases, only 5 have been broken through the proximal hole for the spiral blade, the other 13 were atypical breaks. They are broken by three different locations: stem, locking hole and through the blade. Patient outcomes were not reported. Concomitant devices reported: pfna blade. Locking bolt. This report is for eighteen (18) unknown pfna nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Original awareness of event occurred sometime between (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal femoral nail antirotation (pfna) broke post-operatively. The nail was implanted on (B)(6) 2011 and was explanted in (B)(6) 2012. It was noted that during the revision procedure, all the implants were removed and new implants were placed. This report is for 1 unknown pfna nail.